Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon. The details of the lesion are unknown. While preparing the 3.50x20mm liberte bare stent it was noted that the stent moved on the balloon. The device was not used and the procedure was completed with a different device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent detached from the delivery device and stored in a plastic vial. An examination of the balloon found a clear impression of where the stent had been crimped. Struts at one end of the stent were stretched. The stent did not appear to be deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure the stent moved on the balloon. The details of the lesion are unknown. While preparing the 3.50x20mm liberte bare stent it was noted that the stent moved on the balloon. The device was not used and the procedure was completed with a different device. The patient status is listed as stable with no complications reported.